Manufacturer narrative:
Eval summary: the reported condition of a pump in which channel c will not turn on was confirmed during product eval. Inspection of the device found the select button on the pump head module (phm) keypad for channel c to be inoperable. The phm keypad on channel c was replaced to fix the reported condition. The pump was tested and returned within spec. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility reported a colleague pump in which channel c will not turn on. This problem was identified during bio-med testing. There was no pt injury or medical intervention necessary. No additional info is available.